Event description:
Ous MDR - after an implantation period of about 24 months, oversensing with an aborted shock was reported on (B)(6) 2014. All parameters at that time were in range and the patient was sent home with vf only therapy. 10 days later the pacing threshold increased from 0.5 to 2.4 v and on (B)(6) the pacing impedance dropped to 222 ohm. It was decided to open the pocket and explant the lead. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analyses. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed a rubbed through insulation in the distal part of the lead. This insulation damages can be considered as the root cause for the observed noise, as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. During further analysis the is-1 connector pin was found damaged, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.